Manufacturer narrative:
No injury is reported. Dealer contacted alleging the motor brushes were burnt. The chair has been in service for nearly a year. No injury reported. Assuming malfunction within the motor, no risk of fire is present. The motor is encased within a metal housing. It's unk if water has ingressed into the motor housing, causing damage to the motor brushes, impact damage or a service error has occurred. Malfunction not confirmed. MDR filed solely on dealer's comments of burnt brushes.

Event description:
The dealer alleges the motor has burnt brushes. No injury is alleged.